Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary lead/medt: the distal segment was returned, analyzed and primary findings revealed that the inner insulation was breached - metal induced oxidation (mio). Blood/body fluid was present on all conductors (not obstructed). The outer insulation was melted and had cosmetic mio and cosmetic environmental stress crack (esc). Blood was also present in/on the helix mechanism.